Event description:
It was reported that during the surgery, the sureshot targeter didn't work after connecting to the controller, the information on the monitor shows " the targeter is broken, please exchange". No injury to patient.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found the cord by the plug is damaged. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.